Manufacturer narrative:
(B)(4).

Event description:
It was reported " we had to preemptively remove an iabp from a patient due to a number of issues (including a "high pressure" alarm and blood in the helium line). After removing the device, a significant amount of blood and clot was visible within the iab catheter itself". Additional information states that the patient required surgical intervention and the iab catheter was replaced. The patient's current condition is reported as "unknown".

Event description:
It was reported " we had to preemptively remove an iabp from a patient due to a number of issues (including a "highpressure" alarm and blood in the helium line). After removing the device, a significant amount of blood andclot was visible within the iab catheter itself". Additional information states that the patient required surgical interention and the iab catheter was replaced. The patient's current condition is reported as "unknown".

Manufacturer narrative:
Qn#(B)(4). Finalization of the investigation was delayed due to internal case alignment activities and initial contradictory complainant information. The appropriate findings have since been confirmed and below are the investigation details. Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a yellow bio-hazard bag. Upon return, the one-way valve was tethered and connected to the short driveline tubing. The bladder was fully unwrapped. Bends to the iabc central lumen were noted at approximately 13cm and 63cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was noted within the bladder/helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0056in-0.0063in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The catheter's central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the bladder membrane. Under microscopic inspection, abrasions were observed from approximately 21.4cm to 21.8cm from the iabc distal tip. A full thickness abrasion to the bladder was confirmed at approximately 21.7cm from the iabc distal tip and the appearance was consistent with repeated contact with calcified plaque on the aortic wall. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 63.5cm from the iabc distal tip, which is the location of the previously noted bend. The guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "blood in the helium line" is confirmed. The intra-aortic balloon catheter (iabc) bladder had a full thickness abrasion, which caused the blood to enter the helium pathway. The appearance of the abraded area is consistent with repeated contact with calcified plaque on the aortic wall. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder leak. The root cause of the bladder leak is related to patient condition. No further action re-quired at this time. The complaint will be monitored for any developing trends.